Event description:
It was reported the device's bag of the cassette is leaking. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the samples unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported, the picture is a representative of the 24 samples. The customer stated problem was duplicated. During functional testing it was determined the sample unit presented leaks in the joint with the tube of the bag, thus, the failure mode reported is confirmed. The root cause was determined to be linked to the manufacturing process. The corrective action was implemented thru CAPA-(B)(4). Any relevant dmrs, ncrs, ets, etc: batch review was conducted in the lot number reporter - it was not identified any non-conformance or deviation related to the failure mode reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. Visual and functional testing was performed. The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination. The samples unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported, the picture is a representative of the 24 samples. The sample was filled with 100 ml of colored water using a syringe to detect any leakage. The sample unit presents leaks in the join with the tube of the bag, thus, the failure reported is confirmed. The root cause found that the bag sealer machine was causing the weak seal condition on the joint of the tube with the bag, the generator of the equipment was identified. Procedure were not followed: the two forms related to register units with leak not filling up, even that was identified the equipment malfunction, as well the method to test the units in each process was not followed as is required, forcing the equipment to release parts with potential leak condition. Monitoring of the failure condition in the product for threshold or escalation will be completed.